Manufacturer narrative:
Based on available information, observed symptoms might be caused by a device malfunction. No new information is available as the patient has not returned to the clinic for a follow-up appointment. This is a final report.

Event description:
The device functions intermittently, at times not working until pressure is placed on the upper part of the implant coil. This upper part can be seen very well and palpated. The implant is located very close to the pinna. As of 13.mar.2018 no new information is available as the user has not returned to the clinic for a follow-up appointment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device functions intermittently, at times not working until pressure is placed on the upper part of the implant coil. This upper part can be seen very well and palpated. The implant is located very close to the pinna. When the patient moved the jaw, noise is noticed. CT is planned and re-implantation is considered.

Manufacturer narrative:
Device investigation on the received parts shows damage to the lead wire of the conductive link, as it might be caused by minute device mobility. The observed damage was determined to be the root cause of device failure. The results of the in-situ measurements support this finding. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The device functions intermittently, at times not working until pressure is placed on the upper part of the implant coil. This upper part can be seen very well and palpated. The implant is located very close to the pinna. Re-implantation took place.